Event description:
The following was reported to hamilton medical ag: ventilator shows the error message " external power supply failed ". Battery is not charging due to the faulty power supply board. There was no patient involvement.

Manufacturer narrative:
Ventilator is working ok after cross checked with new power supply board from our stock. Device functions as intended. Hamilton medical ag case number is: (B)(4).